Event description:
It was reported that the patient experienced peyronies disease with their inflatable penile prosthesis. The patient wanted a grafting procedure and a new device to correct the curve. The device was functional. The system was replaced with a 100 ml reservoir, pump, and 18cmx12mm cylinders. The patient was doing well. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.